Event description:
Customer called to report a blood leak at the return pump during reinfusion phase. Customer noticed some blood accumulating in the pump reservoir and aborted treatment. Customer stated the treatment was aborted, provider was notified, and patient will be rescheduled for another day. There was no additional medical treatment for the patient due to the blood leak and aborted treatment. Patient was reported to be in stable condition. Customer stated there was a slit in the return pump tubing segment. Customer stated she will dispose of the tubing and not return it for investigation. No service order was generated. The customer stated the blood stayed in the pump area and she was able to clean it. Customer noted that the anticoagulant pump and red cell pump reservoirs appeared to have more tubing residue in them after this treatment.

Manufacturer narrative:
A review of lot c326 was conducted. There were no non-conformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint category, tubing leak. No trend was detected for this complaint category. Tubing leaks were investigated through CAPA (B)(4), which was closed as effective. The assessment is based on info available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the info provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).